Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated they met with the rep and the rep helped them with using the device. When they came home they can't find the recharging app on the handset and could not change the setting. Agent assisted patient moving the app to main screen and patient is able to connect to the recharger app and ins is 80% charge. Agent assisted patient with using the mystim rc app and patient is able to adjust setting. Agent reviewed device function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an inability to increase stimulation on the implantable neurostimulator. The patient reported a lack of sensation at the current settings and was unable to feel stimulation. The device displayed the message "therapy increase not available" when attempts were made to increase stimulation. There was an initial device connection issue, as the patient was unable to connect the handset to the device; however, after resetting the handset, connection was established. Despite being able to connect, the device did not respond to program changes, and the same error message appeared across multiple programs and groups. The patient noted that higher settings had been used previously, possibly on a different group. Approximately two months prior to the onset of the current issue, magnetic resonance imaging (MRI) was performed. Troubleshooting steps included resetting the handset, which resolved the connection issue but did not resolve the inability to increase stimulation. The patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the other day they went from one program to another and it won't let them increase the stimulation. Patient stated they switched to program b and it said intensity 0.8 and when they pushed the up button they got a message that said ensure the communicator is near. Patient said they were turning it on and off to see if something else had worked but they couldn't make it do anything. Pt stated they were getting the message therapy increase not available. Agent reviewed oor. Patient mentioned that it worked good before because they had it up on 2 sometimes but then they turned it down because it was bothering them. Patient wanted to go back up and now it wouldn't allow them to go up again. Patient switched to group b and was able to feel the kick in on the left side. Patient then tried to go to program 2 and got therapy increase not available. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.